Event description:
Information was received indicating that during testing the pump failed occlusion at 9.61 pounds per square inch (psi), and exhibited "double beep with cassette." Lens damage was also reported. No adverse patient effects were reported.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The lens appeared to have damage, otherwise the device appeared to be intact. The event log history was reviewed and evidence of error messages was found. Upon function testing, the reported problem was duplicated. Fluid ingression of the downstream occlusion sensor was identified. The root cause of the reported problem is unknown. The lens and downstream occlusion sensor were replaced to resolve the issue. A manufacturing DHR (device history review) was not performed as it does not indicate a problem with the manufacture or repair of the device.